Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change due to cracked solder joint on interface board. There was no blank display present during monitoring and there was no anomaly found on the electronics board. The insulin pump had scratches on the display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call unexpected restart alarm, blank display and high blood glucose levels. Customer's blood glucose level went as high as 417 mg/dl. Troubleshooting for unexpected restart alarm was performed. Customer advised they had trouble with the insulin pump, when they pressed act the display screen would go blank and they replaced the battery on the insulin pump. Customer advised they may have slept through the alarm which resulted in the draining of the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.